Event description:
A physician completed an arteriotomy closure of the proximal superficial femoral artery (sfa) using a starclose device. Shortly after the closure, and angiogram indicated that there was an occlusion at the proximal sfa. A stent was placed to open the vessel. The patient is reported as doing fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.